Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) lot number a27186 (expiration date 31-jul-2015) inserted on (B)(6) 2012. There was a malfunction with one of insertion instruments. It occurred on the second side during essure procedure on (B)(6) 2012. The device itself caught at the release part. So the procedure was interrupted. Doctor took out the micro-insert coil with graspers. It was the patient's choice to abort the procedure as she didn't want to finish the procedure after the first side was completed. She then had issues 3 years later with the one side that was successful. She complained of pain and on (B)(6) 2015 she went to the emergency room. Surgery was done (B)(6) 2015 on the one side to remove the essure because it was causing pain. There have been no new complaints from the patient so they were assuming the outcome was good. Follow up from (B)(6) 2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow-up from (B)(6) 2015: no new information provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. During essure insertion procedure, the device itself caught at the release part. The procedure was interrupted. Patient underwent a surgery on the side to remove the essure. This event, seen as abdominal pain, is serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Given the nature of the event and a compatible temporal relationship between this event and suspect insert, a causal relationship cannot be excluded. This case was regarded as incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report.